Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient order ID was not showing and unable to remove medications. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient order ID was not showing and unable to remove medications. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot see orders and cannot remove medications. A technical support specialist referred to the knowledge article resend pocket messages (load, unload, count, etc). Resent the pocket (inventory) messages to epic. Then enabled profiled mode, as authorized by the account executive. Additionally, based on knowledge article (device time is incorrect), reconfigured the system, which successfully removed the critical override icon. The customer verified that the issue had been rectified and confirmed that everything was functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.